Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not been received.

Event description:
A consumer reported that she her thermometer had allegedly given false negative readings on her son. The device allegedly gave readings 5 to 6 degrees lower than the patient's actual temperature. The child was taken to their pediatrician and a fever was confirmed. No adverse event occurred, there were no complications from this incident, and the patient is doing well. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Event description:
A consumer reported that she her thermometer had allegedly given false negative readings on her son. The device allegedly gave readings 5 to 6 degrees lower than the patient's actual temperature. The child was taken to their pediatrician and a fever was confirmed. No adverse event occurred, there were no complications from this incident, and the patient is doing well.